Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl at the time of incident. The customer was treated with mainly insulin pump but also used pen for low blood glucose level. Customer reports they feel okay to troubleshoot. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an high pressure test. The customer also reported that act button does not click but it functions normally. The customer also stated that they tried there old insulin pump and works after having battery removed for a period of time. The insulin pump will not be returned for analysis.